Event description:
It was reported that the procedure was to treat the renal artery with moderate calcification, heavy tortuosity and 80% stenosis. The 6x18 mm herculink elite stent delivery system failed to cross the lesion due to the anatomy and subsequently dislodged from the delivery system. The patient was sent to surgery but the stent was not retrieved. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, it is likely that the failure to cross was due to interaction with the challenging anatomy. Additionally, it is likely that during the attempt to advance against resistance, the stent to become compromised on the balloon resulting in dislodgment. As a result, the patient was sent to surgery, however, the stent was not retrieved. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem: updated. D9: device available for evaluation corrected from returning to not returning.

Event description:
Subsequent to the previously filed report, additional information was received: the incorrect 6.0x18mm herculink elite stent delivery system was received and device analysis noted a tear at the guide wire exit notch; however, no leak was noted. No additional information was provided.